Manufacturer narrative:
Pulmonary embolism is a recognized complication of venous ablation therapy that is described in the product instructions-for-use. In addition, other pt factors could contribute to this complication such as the pt's age, family history, or the presence of other medical problems. As suggested in the instructions-for-use under f/u care, vnus recommends the following: instruct pt to ambulate frequently and refrain from strenuous activities or heavy lifting for several days. Post-operative compression for at least 1 week is recommended. F/u examination within 72 hours should include an assessment to ensure that there is no thrombosis extension into the deep veins.

Event description:
On (B) (6) 2010 at 11:30 am, a physician treated the right greater saphenous vein. Ultrasound revealed the measurements to be 1.6cm at the sfj, 1.2cm mid thigh and 0.53cm distal thigh. Treatment consisted of 6 cycles for a total of 2 minutes. Total of 400ml of tumescent was used for the rfa. Length of vein treated was 26cm. A stab phlebectomy was also performed on the medial aspect of the right lower leg, 2 puncture sites. On (B) (6) 2010, post ablation lower extremity ultrasound was completed and was negative for dvt. On (B) (6) 2010 at 10pm, pt felt chest pain. Pt arrived at the hospital sometime after midnight on (B) (6) 2010. A CT scan was performed after pt was admitted on (B) (6) 2010. The CT scan confirmed bilateral pulmonary embolisms and pt was then started on sq lovenox and coumadin. On (B) (6) 2010, pt was sent home with home injections of sq lovenox for four more days and coumadin. On (B) (6) 2010, a f/u was performed at the hospital. From 02/09/2010 f/u, there was no leg pain, swelling or shortness of breath.